Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the affected user did not have any roles assigned, which caused the reported behavior. A technical support specialist (tss) advised customer to log in to the server, navigate to settings, search for the user, and switch the user filter between assigned only and unassigned only if the user was not initially visible, in order to assign the appropriate roles, with screenshots provided for guidance. A follow up was conducted to confirm the status, after which customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, specific user login, the system displayed the error pyxis select a task user preference and maintenance. The issue did not occur for other users. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.